Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the her insulin pump had an unexpected restart error in her alarm history. She also noted failed battery test alarms, weak battery alerts, and signal too low alarms. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The unexpected restart error alarm was not recurring during normal insulin pump use. The self test passed as well. The customer was advised to monitor the pump and call back if issues recurs. The insulin pump was not returned for analysis.